Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly, the electric pen drive hand piece does not stop running. It was reported the device was newly purchased. During the commissioning and testing, the hand piece continues to run even though they stop pressing on the hand switch. This situation applies to both forward and reverse mode. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: dzi, erl, hbe. The investigation has shown that the motor of the electric pen drive (epd) does not react according to the specified values when driving it with the hand switch (05.001.012). This epd has been dismantled and checked for conformance; a faulty sensor was detected. The faulty calibration of the epd is a known issue, which was already addressed in (B)(4) 2009. Our supplier failed to deliver constantly well calibrated sensor (ecu. The calibration of the sensors of the device in question was not properly set, which caused this issue. The complaint was determined to be valid. Placeholder.